Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient right eye started to have a needle in eye but at 2:40 am. The patient started to see an "x" in each luminous point, which persists to this day on (B)(6) 2024). This was very disturbing, and I never drove at night again. However, doing tests today on (B)(6) 2024) in sunlight, the patient noticed that the problem has decreased. Even under good lighting, the light color no longer "pops" and patient started to see the white less bluish and closer to the white really. In the lens of the right eye this did not occur. The ophthalmologist asked for the lenses to be zeroed away. On the right, patient see better up close and worse far away. The patient notice that there was a small delay for adjusting the vision, when there was a rapid variation of focus (far/near or left/right). The patient believed this is normal because nothing fully replaces the lens. The patient also stated, do not know if the brain will correct this over time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.